Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not observe insulin drips from the pigtail tubing during the fill tubing process. Tandem technical support advised for the customer to use brand new supplies and try again; the customer acknowledged. The customer's blood glucose level was 195 mg/dl.